Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient continues to use the device. This is the final report.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated potential impedance issues, despite device testing results within normal limits.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated potential impedance issues, despite device testing results within normal limits.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient continues to use the device. This is the final report.